Event description:
The customer reported the autopulse platform (sn 34085) works intermittently and the power button seems to be losing connection. No distinct damage was noted on the platform and the issue appears to be due to normal wear. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn 34085) works intermittently and the power button seems to be losing connection" was not confirmed during functional testing or archive review. The platform functioned as intended. However, the power switch was replaced as a preventive precautionary measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. During visual inspection, no physical damage was observed on the platform. Upon review of the archive data, no significant discrepancies were found. The autopulse platform successfully powered on as intended multiple times using different test batteries. No fault was found. Subsequently, the platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes without any fault or error. Nevertheless, the power switch was replaced as a preventive precautionary measure to prevent future recurrence. Unrelated to the reported complaint, a sticky driveshaft clutch area was observed, usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was manufactured in 2017 and is nearly 6 years old. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn 34085.